Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the customer's report was no longer seen. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing using test pads and a test 3 lead ECG cable without duplicating the report. A system interconnection flex cable was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.